Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the surface of the torque wrench exhibits signs of wear as result of repeated use over the time and the lateral cap fell apart. The cap was received for evaluation. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was performed using torque meter ez-torq lll 150i, ID# (B)(6), adaptor (B)(6). Drawing 277040510, rev. G manufactured was used as source of specification. Torque handle is required to deliver 72 -88 lbf.in at intermediate setting. Actual measured values range from 91.39 - 113.35 lbf.in. The complaint condition was able to be replicated as it resulted in over torquing. Refer to attachment "(B)(4) code 277040510 torque limiting results" for results. In addition, the cap was able to assemble without problem. The torque wrench was not found stuck and could be turned as expected. The observed worn condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of thetorque wrench would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for torque wrench, was conducted identifying that lot number e0907 released in two batches. Batch1: lot qty of (B)(6) units were released on (B)(6) 2020 with no discrepancies. Batch2: lot qty of (B)(6) units are released on (B)(6) 2020 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date in 2025. The final torque wrench should be torquing at a specific force but the surgeon experienced an abnormally high force. This caused a final torque drive to strip as well. Upon a closer look, the wrench looks like it isn't working properly. The knob on the side which can used to regulate the force is stuck and not turning. A second wrench was also not torquing properly. There was no patient consequence.